Event description:
Consumer reported that she had ace bandage on her leg for few hours during the day then fell asleep with it on and when she woke up the next morning, and took the bandage off it was found three (3) large blisters on the back of her leg, incident happened about three (3) weeks ago. Consumer did see md who advised her to take an antibiotic and use neosporin.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.